Event description:
It was reported that catheter issue occurred. The 70% stenosed target lesion was located with a 50% tortuosity and 80% calcified superficial femoral artery. The opticross 18 imaging catheter was selected for ultrasound examination of the target lesion. When live imaging was turned on while outside the patient`s body, the strong vibration between the wire and the transducer had caused the wire to tangle around the catheter and the image on the ilab console was black. They stop the live imaging immediately. They removed the catheter and re flushed but the image was still black. The procedure was completed using an alternate device. No patient complications were reported.